Manufacturer narrative:
The field service engineer found the measuring cell needed to be replaced. He changed the cell, ran photomultiplier testing, and ran performance testing. All checks passed and the customer verified calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable troponin t stat result from the cobas e411 rack analyzer. The initial result from the primary sample tube was < 0.01 ng/ml with a data flag and was reported outside of the laboratory. Shortly afterward, the laboratory received another sample on the same patient. This sample had a result of 0.706 ng/ml. The doctor called to question the result for the first sample as it conflicted with the result of the second sample and with the presentation of the patient. The customer repeated the first sample on the same analyzer and received the same result. The customer then ran the same sample in the primary tube and an aliquot on another e411 analyzer. Both results were around 0.65 ng/ml. The second sample was also repeated and the result was 0.656 ng/ml. The customer deemed the repeat results from the other analyzer correct as they correlated with the results of the second sample and the presentation of the patient. The reagent lot number and expiration date were requested but were not provided.